Event description:
On 8/10/99, applied medical resources territory manager's reported that during a graft cleaning evaluation procedure the balloon on the catheter would not deflate. A "stent" or a "sheath" was used to remove the catheter. No further patient complications reported.